Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the air embolism cannot be determined. The reported patient effect of emboli (air), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clip delivery systems (cds) were successfully implanted, reducing mr to a grade of <1. However, when echocardiogram was performed after the procedure, the physician noticed a very small amount of air in the left ventricle (lv). Since it was a small amount of air, the physician decided aspiration was not needed. It was noted that as the patient woke up, the air naturally disappeared. There was no clinically significant delay in the procedure. No additional information was provided.